Event description:
A pt reported blood glucose results of "17.9, 14.8 and 1.8 mmol/l" with a lifescan meter, performed within 11-20 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision.